Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller by providing information on how to reset the malfunction code, which was successfully reset without recurrence. The customer continued to use the pump for insulin therapy.